Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was not delivering insulin as intended. Customer's blood glucose was "high" according to continuous glucose monitor readings as was addressed with a manual correction injection. The customer reverted to an alternate method of insulin therapy.